Event description:
Customer questioning 16 positive flu b results, unconfirmed by alternate test method. Patients were symptomatic. No apparent adverse event. Report 4 of 16.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.